Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able/unable to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is reported as a result of dead meter and reported symptoms. The product storage location is undisclosed. During the call the meter did not turn on. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.